Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast tenderness ("my breasts are so tender"), nipple pain ("my nipples and right around them are just tender"), procedural pain ("it wasawful and hurt like hell") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, breast tenderness, nipple pain and procedural pain outcome was unknown and the headache had not resolved. The reporter considered breast tenderness, headache, medical device removal, nipple pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, breast lump, breast discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 2 and 3 processed together. Social media content received : reporter added. Event added- procedural pain. On 20-mar-2020: fu 2 and 3 processed together. Social media content received : reporter added. Event added- headache. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast tenderness ("my breasts are so tender") and nipple pain ("my nipples and right around them are just tender"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, breast tenderness and nipple pain outcome was unknown. The reporter considered breast tenderness, medical device removal and nipple pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, breast lump, breast discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast tenderness ("my breasts are so tender") and nipple pain ("my nipples and right around them are just tender"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, breast tenderness and nipple pain outcome was unknown. The reporter considered breast tenderness, medical device removal and nipple pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, breast lump, breast discharge. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast tenderness ("my breasts are so tender"), nipple pain ("my nipples and right around them are just tender"), procedural pain ("it wasawful and hurt like hell"), headache ("headaches"), fungal skin infection ("yeast infection of the skin"), constipation ("absent bowel movement for 3 days") and migraine ("chronic migraines"). The patient was treated with macrogol 3350 (miralax) and surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, breast tenderness, nipple pain and procedural pain outcome was unknown and the headache had not resolved. The reporter considered breast tenderness, constipation, fungal skin infection, headache, medical device removal, migraine, nipple pain and procedural pain to be related to essure. The reporter commented: patient had constant yeast infection of the skin lead to rash was red, bumpy and even had slimy feel to it at time. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, breast lump, breast discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - yeast infection and reporter information were added. On 23-mar-2020: social media received. New reporter added. New event added: absent bowel movement. New treatment drug added: miralax. On 23-mar-2020: information received via social media: new event - chronic migraines and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.